Event description:
It was reported that as "things were going bad fast," md inserted iab without zeroing prior to insertion. Pt was obese. Fiber optic sensor was connected to pump, & it was not possible to obtain pressure tracing. Pump was exchanged, & again no waveforms were received upon connection. Transducer was used for monitoring. When procedure was finished, drapes were removed from pt, & arterial waveform from transducer was lost. Clinician was unable to pull back blood & manually flush catheter. There was pressure bag of heparinized saline intact. No reported pt complications. Arrow field service serviced involved pump & checked fos with 2 fixtures; zeroed & calibration was good. Functional checklist was completed and no problems were found. A follow-up report will be filed if more info becomes available.

Manufacturer narrative:
Refer to medwatch # 1219856-2007-00103 for first event involving pt.